Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Moisture damage noted on the liquid crystal display board and motherboard. The device had a cracked reservoir tube lip.

Event description:
The customer reported being hospitalized. The caller stated that she was off the insulin pump for a month, and then she went back to the hospital. The customer was in a coma and her blood glucose was almost 700mg/dl. The customer also stated that she had a brain infection. Previously the customer told the rep that she dropped her insulin pump in the bathtub while changing the infusion set, and it happened the week before. The customer was on fluids and released five days later after getting antibiotics. The caller stated that she experienced a horrible headache and she was given a shot for pain, insulin for high blood glucose, and pills for her high blood pressure. The customer also mentioned that the insulin pump had a blank display immediately after the device was exposure to moisture. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.